Event description:
Customer stated that her blood glucose levels (bg) started elevating after putting this pod on. She did not have specific bg history but stated she gave multiple correction bolus insulin doses and her bg continue to elevate until it was over 400 mg/dl. She removed pod and started a new one successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.